Event description:
It was reported that a technician trained in the use of the perclose proglide device attempted arteriotomy closure of an unspecified artery after a diagnostic procedure. Reportedly, a cuff miss occurred. Another proglide was used to achieve hemostasis. There was no adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). Estimated date (date of event reported as: recently). The device was not returned for investigation; therefore, a root cause for the reported experience could not be determined. The needle trajectory of every device is checked twice during manufacture. The probable cause for the cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract during needle deployment. Review of the device history record for this lot did not produce any findings relevant to this report.